Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6). The report is of peritonitis in a patient coincident with dianeal 1.5% ultrabag therapy. On (B)(6) 2012, during the call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with vancomycin (2gram) and fortum (1gram), (routes and frequencies not reported) for peritonitis. The patient was recovering. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. A 510k number will not be provided in the MDR as the product code and lot number are unknown. This condition of peritonitis - no malfunction or use error was not confirmed because the disposable set was not returned to baxter and the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Further information was received from a consumer. Patient recovered from peritonitis.